Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the stent dislodged. The target lesion was located in the celiac trunk. After advancing 6f non-bsc guide catheter, a 6.0mmx14mmx150cm express sd stent was advanced for treatment. However, the device presented dislodged in an attempt to introduce the stent into the guide catheter. No patient complications were reported.

Event description:
It was reported that the stent dislodged. The target lesion was located in the celiac trunk. After advancing 6f non-bsc guide catheter, a 6.0mmx14mmx150cm express sd stent was advanced for treatment. However, the device presented dislodged in an attempt to introduce the stent into the guide catheter. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of an express sd stent balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the stent is damaged and pulled over the tip of the device. Microscopic examination revealed damage to the tip and there are fibers present on the stent. The stent was measured at approximately 13.5mm and does not appear to have fractured. There is blood present on the stent. Review of the product specification indicates a 6f guide catheter is compatible with this device. The reported information indicates the device was used with a 6f guide catheter; therefore, the device was used with a compatible guide catheter. Inspection of the remainder of the device presented no other damage or irregularities.